Event description:
The facility reported to customer service that the pump batteries fail test. The event occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump with batteries that fail test was confirmed. During inspection of the device failure code 570:320:844:0000 was found. Inspection of the device found that the failure code and reported condition was due to depleted and potentially damaged batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.